Event description:
It was reported that during acl surgery the screw thread is faulty and cannot be screwed in. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 23-mar-2021 -sac received further information that during surgery the screw has been tried to screw in before but did not work. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation revealed that, the first four threads from the distal end were notably stripped and warped. This event is most likely caused by improper bone preparation, or failure to implant the screw coaxial to the bone tunnel.